Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration and manufacture dates were reported as unknown on the initial report. Both fields have been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that during an acl reconstruction, while using an omnispan meniscal repair system/12 degree there was a double shoot in one time. The complaint device was received and evaluated. The needle with two sutures was returned. The applier gun used in this procedure was not sent. On visual inspection it could be observed that the plates and sutures are inside the needle which is a sign that both implants were not deployed as the picture provided by the customer shows. There were no structural anomalies on the needle or the silicone sleeve. When performing the functional test, the returned needle was introduced on a test applier gun, a meniscus simulator was used to test the deployment action of the plates. The first plate was applied successfully, the red trigger was pushed to place the second plate, the second plate was applied successfully. A manufacturing record evaluation was performed for the finished device 7l21083 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the functional test result and considering that the applier gun used on this procedure was not returned, this complaint cannot be confirmed for the reported issue. A possible root cause can be attributed to the user's applier gun, the pusher rod could have a slight deformation on the distal tip leading to the double deployment issue, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the omnispan meniscal repair 12deg device fired both implants at the same time. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.